Event description:
It was reported that the patient was admitted to the emergency room on (B)(6) "in withdrawal and severe spasticity." The patient was later noted to have experienced severe spasticity irritability. An x-ray indicated that the patient's catheter was fractured at the spine, so they decided to replace the catheter and the pump. The patient was noted to be "doing great" with spasticity under control. No additional information was available at the time of this submission. A follow-up report will be submitted if further information is received.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j0039913r, implanted: (B)(6) 2000, explanted: (B)(6) 2013. Product type: catheter. (B)(4).